Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
Information received indicates a patient with neurologic disorder was implanted with an acticon device, details were not provided. On (B) (6) 2009, the cuff was removed and replaced due to fluid loss. Additional information received indicates, the date of first implantation is unknown because, patient has legally changed her name for privacy reasons of the highest importance. Also indicated is infection suspected. A request for the additional information and the device has been sent, and the device has not been returned for analysis. No further information has been provided.